Event description:
During the procedure the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the pt and performed intervention successfully. The physician attempted to deflate the occlusion balloon, however, the occlusion balloon would not respond when required. The physician attempted to deflate the occlusion balloon per the instructions for use and cut the hypotube, however the occlusion balloon would still not respond. The physician attempted several times cutting the occlusion balloon wire in different spots, however the occlusion balloon started to deflate very slowly. The physician attempted to deflate the occlusion balloon by inserting another guide wire and ramming the occlusion balloon attempting to rupture the inflated balloon, however unsuccessful. The physician made the decision to pull the partially inflated occlusion balloon back into the tip of the guide catheter and the occlusion balloon deflated. The pt is reported to be fine.